Manufacturer narrative:
N/a

Event description:
The following has been reported: assess device operation such as programming, total volume calculation, alarms, kvo and kvo alarm. On (B)(6) 2024 at 10:00 a.m. Patient in ICU using noradrenaline infusing 30ml/h for an indefinite period and 100ml sodium chloride bag. The volume of the alarm was not heard by the team - at the end of the drug infusion the pump did not emit an audible alarm. The patient died. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
As right device serial number was not provided, device history record could not be reviewed. Device log history (on the right pump) was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation. Device log received was reviewed, but the events described have not been found. According to provided information (transcription of the meeting between market team and hospital), the wrong pump has been separated. There are too many pumps in this hospital to find the right one. Therefore we can't have the right serial number, no device log, so no investigation is possible. According to provided information, the health professional say they did not hear the pump sound, but without the pump we cannot confirmed whether it sounded correctly. However, despite the patient's death, we did not receive anything that would allow us to go further with this investigation. Based on available information no corrective action could be associated to this event. Therefore the root cause of this event remains unknown. If a pump is discovered silently alarming in the reported hospital or if further information are provided later on we may re-open the complaint and pursue its. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.